Event description:
The customer reported that a death occurred due to a leads off alarm that was not responded to.

Manufacturer narrative:
There was no allegation of device malfunction and no request for device testing. The customer had contacted their field service engineer (fse) seeking info on how to print a wave review minute by minute. During the communication with the customer, the fse discovered that a leads off alarm was not responded to and a pt had expired. The pt had become restless and pulled the leads came off of the pt; however, the staff did not respond to the leads off alarm; therefore, the lack of therapy is considered as a factor in the pt death. Note that "leads off" inop is explained in the central station IFU (instructions for use). The customer indicated that they did not want anyone to go onsite and that they had taken care of collecting data and performed their own internal audit. The telemetry device functioned as intended by shutting itself down after 10 mins of no response and not being connected to a pt. There have been no further calls logged for this issue. And no further investigation is warranted.